Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 11 months after the dental implant was placed, in ada site #19 of the patient¿s mouth, lack of osseointegration was verified. Patient presented with bone type ii. Immediate loading was performed. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complications were reported for the patient.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 11 months after the dental implant was placed, in ada site #19 of the patient¿s mouth, lack of osseointegration was verified. Patient presented with bone type ii. Immediate loading was performed. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complications were reported for the patient.